Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were in the hospital, had an MRI, and said a manufacture representative (rep) came to turn off the patient's ins; hospitalization and MRI are not related to device/therapy. Caller said that when they went to turn the patient's ins back on, they said their programs were not working; they are unable to change programs. The family member was able to increase stimulation, but unable to switch to a different program. During the call, the caller connected to the patient's ins which showed stimulation was on and at 3.1v. The caller said there is no box with a check mark and number next to it. Prior to the MRI, the patient had programs available to change to; the patient has been able to change to another program before. As a result of what was reported, it was reviewed that the patient's device would need to be reprogrammed. The caller said the patient's managing healthcare provider (hcp) is no longer practicing, but they will go to the hcp's office and see another physician; they are unsure of which hcp they will see. No further patient complications have been reported as a result of this event.